Manufacturer narrative:
No product has been returned for evaluation. It is unknown at this time, if any product is available. The product involved in this event(s) was reported as 2-0 quill srs pdo. A part/model number was not provided. (B) (4).

Event description:
The doctor reported that a patient experienced minor dehiscence and inflammation post operation. The dehiscence was treated using wound care and dressing changes. The patient also developed an infection and was treated with oral antibiotics.